Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded and the that the right ventricular (rv) lead had loss of capture. A cardioversion was done and the lead remains in use. No further patient complications have been reported as a result of this event.